Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the none tortuous and none calcified vesse. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 20 atmospheres for 60 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results: visual examination identified that the balloon was not folded, indicating it had been subjected to positive pressure. A longitudinal tear was observed in the balloon material, measuring approximately 75 mm in length and extending from 8 mm proximal to the proximal marker band to 20 mm proximal to the distal marker band. Visual inspection revealed no damage to the device tip. Additionally, visual and tactile examination of the shaft identified no kinks or damage. Both marker bands were present and intact on the shaft. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event risk review: a risk review performed for the mustang device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was adverse event related to patient condition.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the none tortuous and none calcified vesse. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 20 atmospheres for 60 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.